Manufacturer narrative:
The device was returned to b+l in an opened lens box. A dimensional analysis was performed and showed that the iol was dimensionally within specifications. Additionally, the lot history record and sterilization batch record were reviewed for the lens listed above and there were no discrepancies or deviations identified that would contribute to the reported issue. The product was deemed acceptable for release.

Event description:
The physician reports performing cataract surgery with attempted implantation of the akreos (B)(4) intraocular lens in the left eye. Intrasurgically, a posterior and capsule tear occurred and the surgeon decided to remove the akreos iol. An anterior vitrectomy was performed and different iol was placed in the sulcus successfully.